Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 585 mg/dl and a correction bolus was delivered to address high bg. The customer reported that the pump was functioning properly. Reportedly, due to a sensitivity to carbohydrates, the healthcare provider adjusted the pump settings to accommodate the carbohydrate sensitivity.